Event description:
Note: age and weight of the female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure the patient woke up from anesthesia and started bucking on the table. The cervical seal was compromised. The procedure was completed. After the case the doctor noted some blanching on the cervix which he deemed superficial. The burn was noted as first degree and the patient was treated with silvadene cream. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.